Manufacturer narrative:
The biomedical engineer reports that the bsm (bedside monitor) gets hot causing intermittent communication loss on the cns (central nurse's station). The bsm was taken out of service. The network card on the bsm is discolored. No patient harm was reported. The customer would like to send the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bsm (bedside monitor) gets hot causing intermittent communication loss on the cns (central nurse's station).

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that the bsm (bedside monitor) gets hot causing intermittent communication loss on the cns (central nurse's station). The bsm was taken out of service. The network card on the bsm is discolored. No patient harm was reported. The customer would like to send the device in for evaluation and repair. The unit was cleaned and evaluated. The reported problem of unit not showing data on the cns could not be duplicated due to the nic not being sent in with this bedside. The discoloration of the side panel was duplicated and has been replaced. Discoloration and deterioration of this panel and the nic has been seen before on previous repairs. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.